Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient presented to the emergency department (ed) with "multiple loud red alarms" on (B)(6) 2025. The patient was unable to recall what the controller screen said at the time. The patient completed a controller exchange himself prior to arrival to ed. The backup battery (ebb) in the primary controller was due to be changed, which was completed. The patient was provided with a new controller to serve as backup controller. The patient presented again to the ed on (B)(6) 2025 with multiple red ¿low battery¿ alarms. They stated that their batteries were fully charged at the time. The batteries were not due for calibration. The patient completed a controller change again prior to presenting to ed by connecting the backup controller to the mpu and then changing over their driveline. Per the patient, the pump stopped at one point after completing the controller change and they were unresponsive for about 1 minute. Prison guards corroborate this statement. Log files were attached for review. The event log started capturing intermittent low power advisory alarms while connected on battery power on (B)(6) 2025 at 13:34 until 13:52 when the driveline was disconnected causing a pump stop. The driveline was reconnected 14:04 and disconnected again 14:08 during this time the event log file continued to capture low power advisories. At 14:10 the driveline was reconnected and captured low power advisory & power cable disconnects on the black power lead. The alarms resolved upon reconnection to of the black power lead to the mobile power unit (mpu) at 14:11. It was recommended to check/clean battery and clip connection contacts. Otherwise, there were no notable alarm conditions or parameter changes. Based on the data visible in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange due to unknown alarms could not be confirmed during this investigation. No log files from the system controller, serial number: unknown, were submitted, nor was the controller returned for analysis. Provided information stated that on (B)(6) 2025, the patient had ¿loud red¿ alarms; however, they were unable to recall what the controller screen said at the time. As a response, the patient performed a system controller exchange. The root cause of the system controller exchange was traced to the patient troubleshooting "loud red" alarms. The root cause of the unknown alarms could not be conclusively determined during this investigation. The device history records for the heartmate 3 system controller were unable to be reviewed as no product-identifying information was available. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use section 2 entitled ¿system operations¿ and the heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ detail the two appropriate methods in which the system controller can be exchanged. Within this section, it emphasizes the user to not attempt to change their system controller without having a trained, competent caregiver at their side to assist. It further instructs the user to follow all alarm instructions, including calling the hospital. Failure to do so may result in injury or death. The heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU section f entitled ¿safety checklists¿ and the heartmate 3 patient handbook section 10 entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.